Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient fell 2 months ago and had tailbone pain and is planning to see a doctor about that, but then starting last night the patient's bladder was not working right, she had a loss of therapy. Patient was going to the bathroom every hour, so she increased stim a little and the pain in her tailbone became excruciating, patient wonders if her fall could have dislodged something. The patient was advised to have their doctor check the device. No further complications were reported or are anticipated.